Event description:
According to the reporter, during laparoscopic bilaterial ovarian cystectomy, the handpiece had been working great the entire procedure then when they went for the next seal cycle, the device fully sealed and cut, but that the knife blade did not retract, trigger was stuck, and jaws did not open. It was used on cyst wall of the ovary. They said because it had sealed and cut and that patient was hemostatic, she just pulled tissue away on either side of the jaws and manually removed the device. Knife blade was extended but did not protrude beyond edge of the jaws. They then opened a new device and had no further issues. Procedure was extended for about 5 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cutting blade was stuck in the advanced position. Eschar build-up in the knife track. Damage/tilt to the inner drive. Functional testing found that the knife trigger was pulled but the cutting blade did not move. During the removal of the eschar build-up, it was discovered the cutting blade was broken. It is possible the blade broke due to the cutting blade hitting the walls of the knife track, due to the tilt in the inner drive. Another possibility is the cutting blade breaking due to the eschar build-up. It was reported that the knife blade didn't retract, trigger was stuck and jaws did not open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws were difficult to open. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during laparoscopic bilateral ovarian cystectomy, the handpiece had been working great the entire procedure then when they went for the next seal cycle. The device fully sealed and cut, but that the knife blade didn't retract, trigger was stuck and jaws did not open. They said because it had sealed and cut and that patient was hemostatic, she just pulled tissue away on either side of the jaws and manually removed the device. They then opened a new device and had no further issues. Procedure was extended for about 5 minutes. There was no patient injury.